Event description:
A miniarc sling was implanted to treat stress urinary incontinence. It was alleged by the plaintiffs attorney that the device caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff has had vaginal burning, infections, vaginal bleeding, pelvic pain, vaginal discharge, urine leakage, pain during sex, and also "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.